Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Report source: foreign country: (B)(6). The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed and it was found that the x-ray was not starting during the boot up of the system because the gfi was tripped. It was cleared and afterwards the system booted up normally. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system sounds the alarm and doesn't start. No patient was present at the time of the event.